Event description:
The device was used during a bowel resection. Reportedly, the staples did not form properly and bleeding resulted. The anastomosis was redone by handsewing. No pt injury was reported.